Event description:
The report states, "iab inserted, noted blood back in the helium drive line, catheter replaced". As a result, a 2nd iab was inserted at the same insertion site. Per the customer, no further information is available.

Manufacturer narrative:
(B)(4). The reported complaint for "blood back in the helium drive line" was confirmed upon the investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a yellow plastic bag (inp-1, inp-2). Upon return, the one-way valve was connected and tethered to the short driveline tubing (inp-5). The bladder was fully unwrapped (inp-6). The iabc central lumen within the flex-tip assembly area was noted damaged; the polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip (inp-7, inp-8). Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the bladder/helium pathway. No sheath was returned with the iabc. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed and pushback to the syringe was noted; the central lumen was likely blocked by dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip (anp-1). The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen (inp-7, inp-8). The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 76.7cm from the iabc luer due to a blocked central lumen. Some blood was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
The report states, "iab inserted, noted blood back in the helium drive line, catheter replaced". As a result, a 2nd iab was inserted at the same insertion site. Per the customer, no further information is available.

Manufacturer narrative:
(B)(4).

Event description:
The report states, "iab inserted, noted blood back in the helium drive line, catheter replaced". As a result, a 2nd iab was inserted at the same insertion site. Per the customer, no further information is available.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.